Event description:
It was reported that the device had damaged latch kit and right iui. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced right iui(inter-unit interface) with damaged isolation ribs. Replaced damaged latch kit. Based on the findings, service determined that reported issue was due to damaged pin. Device history record: a review of the device history record showed the device had a manufacture date of 28feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had damaged latch kit and right iui. No additional information was provided. There was no patient involvement.